Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor retracted inside sensor base. We were unable to confirm customer received sensor damage due to customer returning opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that he received a lost sensor alert, and after removing the sensor found that the cannula was missing. The customer's blood glucose level was unknown. The customer was advised to return the sensor and that he would receive a replacement.